Event description:
Device report from synthes reports an event in canada as follows: it was reported that during a ria2 procedure on (B)(6) 2023, the 12.5mm reamer head broke off inside the tibial canal. The ball tip guide wire in use had a bend distally (slightly kinked), and the reamer head made it over the bent area of the wire as it was advancing, but when it was coming out, it broke off once it cleared the area that was bent. The surgery was delayed by 20 minutes, and the broken reamer head and fragments were removed. The procedure was completed successfully with no patient consequence. No other medical intervention was necessary. This report involves one unk - guide/compression/k-wires. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown guide/compression/k-wires/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.